Event description:
The patient had increased spasticity and pain. The patient did not specify where the pain was just that he felt more pain than usual. The managing physician felt that the existing pump was not working properly and needed to be replaced. The patient's wife said on (B)(6) 2015, the pump started to make "weird clicks, like a clock ticking". The clicking stopped after a few hours. The physician felt that the "pump failure" was due to the combination of drugs in pump. A dye study was done and the pump logs were checked. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was delivering compounded baclofen, fentanyl, clonidine, and demerol. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information later reported no clicks were heard at the time of explant. It was unknown what the cause of the issue was.